Event description:
The cap seperated from the blue clamp had to be ysed to close catheter. This event specifically refers to the second of two instances from week event date during a follow-up call with the home pt's daughter in 05/2006, the home pt's daughter replaced the transfer set in the home herself after a catheter/transfer set seperation. Pd pt's are trained to close the clamp, not complete the exchange and to call the dialysis unit when this occurs. No pt injury or medical intervention was rpeorted due to this incident.